Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. Reportedly, the customer's mother found her on the floor. Customer declined troubleshooting from tandem technical support. No additional information was provided.